Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with gore excluder aaa endoprostheses using a gore dryseal sheath with hydrophilic coating (dsl1828j/13890013) to treat an abdominal aortic aneurysm. After trunk-ipsilateral leg and contralateral leg components were deployed, the physician erected to implant another contralateral leg component for the distal extension of the ipsilateral leg. While the dsl1828j was being inserted, resistance was met and a vessel dissection was revealed ranging from the right common iliac to the right external iliac arteries. The patient was implanted with a bare-metal stent to repair the dissection, but the stent covered the right internal iliac artery (riia). The patient tolerated the procedure with a wait-and-watch approach taken to the riia coverage. It was reported that the right iliac artery was extremely tortuous, and its vessel diameter was ranging from 6.5-8.5mm.